Event description:
A 50-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that he had been experiencing intense pruritus and erythema on the scalp for the past month. A healthcare provider (hcp) prescribed oral ebastine 20mg, to be taken once daily. The patient noted that the medication was helpful, although there were instances when the prescribed dose proved insufficient. The patient also reported that increased sweating intensified the pruritus, which led to poor array skin contact. The patient's spouse observed that the scalp condition improved with the use of moisturizers and during times when optune gio therapy was temporarily discontinued. After several attempts of contact, the prescribing physician replied, although no additional information or causality assessment provided.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Hyperhidrosis is unrelated to device use. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).